Event description:
The patient presented to the emergency department with nausea, anorexia and vomiting. Blood cultures were taken, both peripherally and via tivad: both tested positive for s. Epidermidid. Antibiotics were initiated die to suspected catheter related sepsis. However, new blood cultures obtained before the administration of antiobiotics remained negative, siggesting contamination in the emergency departement. Rather than true catheter-related sepsis. Therfore, the antibiotics were discontinued after 5 days.

Manufacturer narrative:
Note: product reference 4440111 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file number 37027067 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No similar complaint was reported on the batch released in april 2024. Summary of investigation: no sample/picture of the met defect and no completed form were returned for investigation. Context review: the infection detected appeared 2 months after the implantation of the implantable port. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization. Complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Bibliographic research on the identified bacteria: staphylococcus epidermidis is one of the most common causes of nosocomial infections. Root cause: based on the above elements, the infection appeared 2 months after implantation, staphylococcus epidermidis was detected; it is then thought that this incident is not directly imputable to the device. However, the protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port are unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. Conclusion: the performed investigations reveal that: the involved celsite access port batch was produced in compliance with the defined specifications and according to validated processes. No other complaint was reported on this access port batch. Staphylococcus epidermidis is widespread pathogens and often cause nosocomial infections. The global complaint rate for infection on celsite access ports is very low (0,001%). No actions plan is foreseen at this time.